Manufacturer narrative:
(B)(4). Return of the device for investigation was requested, however the customer will not be returning it. The serial number provided by the customer is invalid; therefore, the date of manufacture cannot be determined. (B)(4). Complaint trends will continue to be monitored.

Event description:
The display of the npb pulse oximeter was missing segments. There was no patient harm.